Event description:
While deploying a stent in the left renal artery, the balloon of the stent delivery system (sds) ruptured causing the stent to move slightly from its intended position. A second stent was placed to cover whole lesion, but the first stent (complaint product) was moved further, pushed by the second stent. Eventually, the physician added the third stent and whole lesion was covered to complete the procedure. The pt is a female, age unknown. The renal artery had heavy calcification, moderate vessel tortuosity and 99% stenosis. The length or the lesion is unknown. The product was properly inspected and prepped, prior to use. There is no info to where the physician made access to the pt, if there was any difficulty accessing the lesion with the guidewire, if the lesion was pre-dilated, or difficulty crossing the lesion with the sds. There is no info as to what atmospheres the balloon ruptured. It was noted that after the balloon ruptured the stent migrated, but still remained in the lesion. The distance the stent migrated is unknown. A third stent was deployed to cover the rest of the lesion and there was no adverse consequence to the pt. The pt is in stable condition.

Manufacturer narrative:
The product is not available for eval and testing. Additional info to be submitted 30 days upon receipt.